Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that seven days following the implant of this transcatheter bioprosthetic valve, the patient¿s electrocardiogram showed a long pause in the heart beat. The patient was treated with medication. No adverse patient effects were reported. Subsequently it was reported that the patient had developed complete heart block seven days post-implant, and that a permanent pacemaker was implanted. No subsequent adverse patient effects were reported.